Manufacturer narrative:
Service was dispatched due to the customer reporting smoke coming from the back architect i2000sr, serial # (B)(6). While troubleshooting the issue, service discovered that the source of smoke was due to pump, vacuum (rohs) not powering on, but showed no sign of visible damage. Service replaced the pump, vacuum (rohs)_ and it was deemed the cause for the issue. A review of the architect i2000sr, serial # (B)(6) service history, revealed no additional issues of smoke and damage related to a part on the (B)(6). The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the pump, vacuum (rohs); the smoke did not affect other parts of the module. A review of tracking and trending for the did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer stated that they started to smell smoke and then observed a small amount of white smoke coming from the back of the architect i2000sr instrument. Customer powered off the analyzer and the smoke dissipated. The customer verified that the smoke did not affect anyone in the lab. No impact to patient management was reported.